Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor is high amping causing an open resistor on the pc board causing the pcb to have no power, causing the visual lights not to function, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit has no lights.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no lights.